Manufacturer narrative:
Corrections and or additional information has been added to the following sections: b2, b5, d1, d4, d5, d9, h2, h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 24-nov-2022 to 23-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that there was no power going to fh pmc board. A field service engineer replaced the drawer controller and pmc board to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that nurse contacted pharmacy regarding a bd pyxis medstation es system drawer failure that occurred immediately after nurse had completed transactions of what was needed. Rn indicated the failure alert appeared on the screen as she closed the drawer after completing her tasks :"we were not able to clear the drawer failure, so we initiated a call for technical support". Inventory content of the drawer was reviewed electronically and it was made sure all products contained in that failed drawer had availability in other drawers of that machine as well as other machines located on the same patient unit. The patient's own medication that had been previously located in that drawer had been retrieved earlier (prior to any failure) by a nurse and returned to the patient at the time of patient discharge. At no time was there any delay in providing any needed medication to any patient. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a pyxis medstation es system had drawer failure. The customer added that the drawer had the medication for the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that there was no power going to the circuit board. A field service engineer replaced drawer controller and circuit board to resolve. The system was functioned as intended.